Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that the patient underwent a melanoma excision procedure on unknown date and suture was used. Two or three weeks following the procedure, the suture did not dissolve and began pushing up through the skin. The patient experienced pain when moving her arm and wearing shirts, and irritation. The patient had a suture removal and stated that having the suture removed like this was painful. Now she has an additional suture pushing up through her skin and is scheduled to have it removed in two weeks. Additional information has been requested.